Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. Interrogation of this device prior to explant noted the device recorded a battery depletion message. This device was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery.

Event description:
It was reported that the smartpass feature disabled three days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Technical services (ts) reviewed the smartpass episode and discussed that the feature disabled due to a wandering baseline that could be consistent with potential air entrapment around the device or electrode. No subsequent episodes were recorded and ts discussed that if air was present, it likely dissipated. Subsequently, the patient developed a pocket infection and was placed on antibiotic treatment. This product remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to erosion and infection. Interrogation of this device prior to explant noted the device recorded a battery depletion message. This device was explanted. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code of 3191 used to capture the reportable event of surgery. The returned device was thoroughly inspected and analyzed. Visual inspection identified a hole in the seal plug. The set screw operated appropriately. The device was able to be interrogated and a memory download was performed successfully. Review of stored device data noted the presence of multiple magnet applications, that resulted in the reported battery depletion message. The reported smartpass episode was reviewed, and laboratory analysis concluded that the observed noise was not consistent with air bubbles leaking out of the seal plug. The device passed longevity testing. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the smartpass feature disabled three days post implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. Technical services (ts) reviewed the smartpass episode and discussed that the feature disabled due to a wandering baseline that could be consistent with potential air entrapment around the device or electrode. No subsequent episodes were recorded and ts discussed that if air was present, it likely dissipated. Subsequently, the patient developed a pocket infection and was placed on antibiotic treatment. This product remains in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.